Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device could not be interrogated using wireless telemetry.

Event description:
Reportedly, the device could not be interrogated using wireless telemetry.

Manufacturer narrative:
Upon reception, the reported issue could not be reproduced. Proper device interrogation using both inductive and rf communication was observed.

Manufacturer narrative:
Analysis of expertise files dated 10 february 2022 showed that the following sequence of events occurred: ¿ the ICD (model edis df4 dr - 2440, serial number (B)(6)) could be properly identified using rf communication at 09:33. Nevertheless, upon device interrogation session opening, a decrease of the quality of the rf communication was recorded and a stable rf communication between the rf head and the implant could not be established after that time. The user decided to cancel the rf recovery process. ¿ the rf head was then unplugged. ¿ proper device interrogation using inductive telemetry was observed at 09:37. ¿ the rf head was replugged. ¿ two new device interrogations using rf communication were attempted. Nevertheless, upon device interrogation session opening, a decrease of the quality of the rf communication was recorded and a stable rf communication between the rf head and the implant could not be established after that time. The user decided to cancel the rf recovery process. Upon reception, the reported issue could not be reproduced. Proper device interrogation using both inductive telemetry and rf communication was observed. The hypothesis that could explain the rf communication disturbances on 10 february 2022 is most certainly related to bad rf environmental conditions. It should be noted that rf communication can be disturbed by nearby appliances/objects. As explained in the orchestra plus link manual, the orchestra plus link can be subject to disturbances from other products in the vicinity which emit electromagnetic interferences.

Event description:
Reportedly, the device could not be interrogated using wireless telemetry.